Event description:
It was reported that tube push off occurred with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter, "tubes spontaneously disengage from multi-sample needles, expiration dates are 8/2019. These items are used by 2 different programs so we hadn't realized they were a manufacturing problem until now. Would like to exchange for tubes with 2021 or later, expiration date, please. 4.0ml reds: lot: 8206505. Exp: 11/30/2019 ¿ 7 boxes". Event 2 of 5.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tube push off occurred with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter, "tubes spontaneously disengage from multi-sample needles, expiration dates are 8/2019. These items are used by 2 different programs, so we hadn't realized they were a manufacturing problem until now. Would like to exchange for tubes with 2021 or later, expiration date, please. 4.0ml reds: lot: 8206505, exp: 11/30/2019 ¿ 7 boxes." Event 2 of 5.